Manufacturer narrative:
The rt105 adult inspiratory heated breathing circuit is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The complaint devices are currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that four rt105 adult inspiratory heated breathing circuits failed the leak test. This was found prior to patient use.